Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2015, to report that a patient experienced sensor loss due to transmitter dying on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. The transmitter went straight to out of range (oor), due to the transmitter battery being dead. No additional event or patient information is available. No product or data was provided for investigation. The reported complaint cannot be confirmed. The root cause cannot be determined.